Manufacturer narrative:
(B)(4). Final analysis confirmed the reported rf telemetry anomaly. After a product code download, rf was enabled successfully. The cause of the rf termination could not be determined. UDI (di): (B)(4).

Event description:
It was reported that upon interrogation of the device prior to implant, rf telemetry was unavailable. The device was not used and a new device was placed.